Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with a bolus and 4-5 units of insulin. The customer also reported blood glucose of 301 mg/dl and sensor glucose of 228 mg/dl. The customer declined to troubleshoot for high readings.